Manufacturer narrative:
Psu was swapped out by rep per RMA. Suspect camera was tested and when connected to known good system the psu displayed red status only indicating communication but no tracking. This is likely due to a faulty sensor board.

Event description:
A medtronic representative called in from site to report that the camera on the system is tracking intermittently. Representative brought in another view cart from another system at site and that camera tracked as intended. No patient was present.